Manufacturer narrative:
The pump has not yet been received. Once the pump is received a follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all the information known by the reporter at this time.

Event description:
The user facility report stated "the nurse hung a bottle of d10w at 2100 on this pump. She turned it off at 2300 and believes she noticed it still full at 0100. When she returned at 0200 she noticed the bag to be empty." A follow-up with the customer states that the nurse said the device was powered off the entire time from 2300 until 0200. The device was secured by the biomedical department and is in for testing. It is unknown if the set is available for evaluation. The facility representative also stated that there was no patient injury or medical intervention required. No additional information at this time.